Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving baclofen 500 mcg/ml 216 mcg/day via an implantable pump. Indication for use was intractable spasticity. The date of the event was unknown. It was reported that post replacement, the patient experienced sporadic withdrawal symptoms occurring at random times lasting a couple of days. There were no known environmental/external/patient factors that may have led or contributed to the issue. The implanting physician performed a catheter and rotor study. Both proved that the catheter and pump were patent. The managing physician wanted the entire system be replaced. The pump and catheter were explanted (B)(6) 2016. It was unknown if the issue was resolved. Patient status was alive - no injury.

Manufacturer narrative:
Analysis of the pump, model# 8637-40, serial# (B)(4), found no anomaly. Analysis of the unknown catheter found coring in the cup of the sutureless connector; leaking was seen during pressure testing. Also, catheter damage marks were seen at the 41cm and 42cm increments of the catheter (catheter returned in segments). Leaking was seen during pressure testing. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.